Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: device manufacture date: 02/21/2014 - 02/28/2014. The device was received and an evaluation was performed to investigate the reported event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported issue could not be verified. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap sponge was dry. The sponge was orange/brown and appeared to have iodine on it however it appeared dry. There was no damage to the packaging. There was no patient involvement. No additional information is available. This is report 11 of 14.